Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported during an implant procedure for a patient experiencing acute myocardial infarction/cardiogenic shock, red alarms (impella stopped/retrograde flow/high current) appeared. Four attempts were made to fix the issue, including changing the automated impella controller (aic) but the issue did not resolve. Therefore, the pump was explanted and another device was used. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for pump did not start has been completed. The pump was returned for evaluation. Upon inspection, red lumen was still present in the pump. Electrical testing was performed and all lines were within specification. Pump was plugged into automated impella controller (aic) and able to purge without issue. Data logs were reviewed and rt logs show that pump was completing purge procedure while pump was outside of body. Pump was attempted to be started while outside of the body and "impella stopped - motor current high" alarm was triggered. Clinical details noted that pump was never inserted in the patient. The root cause of the pump did not start was due to use as the pump was attempted to be run outside of the body with the red lumen still inserted.